Event description:
It was reported that the customer experienced an insulin leak in the insulin pump. The customer's blood glucose was 157 mg/dl. Troubleshooting was done. The customer stated that the insulin pump had been exposed to fluid in the past with no moisture visible in the insulin pump. The customer confirmed that there were no relevant alarms in the alarm history of the insulin pump. The insulin pump passed the self-test. Advised customer to monitor the insulin pump. Advised customer to call back in order to troubleshoot for any leaks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.